Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside the device. Inspection of the device revealed that there were three kinks in the proximal shaft of the catheter 45cm, 55cm and 66.5cm from the tip. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline¿ error was displayed on the console. The device was removed from the console and the boot was removed to check the seal cap. The seal cap was torqued down completely. The seal cap was removed by unscrewing it and removing it from the pump. The high pressure seal and low pressure seal (silicone ring) were removed. Neither was damaged and were placed back into the pump. The seal cap was replaced and tightened down until tight. Functional testing was performed once again by placing the device into the angiojet console. Functional testing was started but the check saline error displayed on the console again. It was determined that there was no flow of water spraying from the tip, which can indicate a hypotube fracture. The proximal shaft at the severe kink 66.5cm from the tip was cut to review the hypotube. It was revealed that the hypotube was broken 68.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 17sep2017. It was reported that the device was unable to prime and a leak at the pump occurred. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the left iliac vein. The device would not prime during the procedure. After 12 seconds in prime mode, the system displayed a saline error. The physician reset the system; however the catheter still could not complete the prime. The system alerted to replace the device and a lot of saline was noted under the pump. There were not any visible defects on the catheter and console. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable. However, device analysis revealed the hypotube was broken 68.5cm from the tip.